Event description:
The customer observed a false non-reactive architect anti-hcv result for a pregnant female sample. The following data was provided (reference range 0-1.0 s/co (coi) is non-reactive): 25dec2023 result on roche cobas e601 platform = 18.3 coi (reactive). Initial result on abbott platform = 0.779 s/co, repeat = 0.75 s/co. Result using colloidal gold test strip = weak positive. Result using sysmex platform = 2.0 coi (reactive). 26dec2023 same patient, new sample, and result on the abbott platform = 0.782 s/co. Hcv ag result = negative. 27dec2023 hcv rna result = negative. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.section h4 - device mfg date corrected from 7/8/2023 to 7/5/2023.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, architect anti-hcv, list 6c37, that has a similar product distributed in the us, anti-hcv, list number 1l79.

Event description:
The customer observed a false non-reactive architect anti-hcv result for a pregnant female sample. The following data was provided (reference range 0-1.0 s/co (coi) is non-reactive): (B)(6) 2023 result on roche cobas e601 platform = 18.3 coi (reactive). Initial result on abbott platform = 0.779 s/co, repeat = 0.75 s/co. Result using colloidal gold test strip = weak positive. Result using sysmex platform = 2.0 coi (reactive). (B)(6) 2023 same patient, new sample, and result on the abbott platform = 0.782 s/co. Hcv ag result = negative. (B)(6) 2023 hcv rna result = negative. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, completion of a return sample analysis, and in house testing utilizing a retained reagent kit. The data and information provided by the customer were reviewed and support the complaint issue without indication of any additional issues. Note: the returned samples were tested using a file kit of architect anti-hcv reagent lot 56236be01 as the complaint lot 54096be01 was not available for testing. Since the return sample showed a non-reactive result with lot 56236be01, it was also investigated. Additionally, reagent lots 54089be00/01, 54096be00/01 and 54100be00/01 contain identical bulk material; reagent lots 56236be00/01, 56243be00/01 and 56247be00/01 contain identical bulk material. A device history review was performed and did not identify any non-conformances or deviations associated with lot 54096be00/01 or 56236be00/01. A ticket search by lot was also performed and indicates the lots are performing as expected for the architect anti-hcv reagent. A review of tracking and trending did not identify any trends for the issue for the product. The results of the return sample testing noted that the returned specimens (ID 1001) showed non-reactive architect anti-hcv results with the retained material (architect anti-hcv reagent lot 56236be01). Supplemental testing of the returned specimens with mikrogen recomline hcv igg was performed and exhibited borderline results for sample ID 1001. In-house testing of a retained reagent kit of lot 54100be00 and lot 56236be00 was performed. The negative control and positive control showed values within specifications. Additional replicates of the positive control were tested. All positive control s/co values were well within specifications. In addition, the clinical sensitivity was evaluated by testing a commercially available seroconversion panel (zeptometrix hcv seroconversion panel hcv9045). The seroconversion panel results were compared to architect anti-hcv test results provided by zeptometrix. It was noted that architect anti-hcv reagent lots 54096be00 and 56236be00 detected the same bleeds as reactive for the seroconversion panels. Lastly, labeling was reviewed and adequately addresses the customer issue. Based on the available information, no systemic issue or deficiency was identified for the architect anti-hcv reagent.

Event description:
The customer observed a false non-reactive architect anti-hcv result for a pregnant female sample. The following data was provided (reference range 0-1.0 s/co (coi) is non-reactive): (B)(6) 2023 result on roche cobas e601 platform = 18.3 coi (reactive). Initial result on abbott platform = 0.779 s/co, repeat = 0.75 s/co. Result using colloidal gold test strip = weak positive. Result using sysmex platform = 2.0 coi (reactive). (B)(6) 2023 same patient, new sample, and result on the abbott platform = 0.782 s/co hcv ag result = negative. (B)(6) 2023 hcv rna result = negative. No impact to patient management was reported.